Event description:
Three lemaitre, pruitt-inahara carotid shunts catalog humber from two lot numbers had ruptured balloons. Two from lot number i40505-03 and one from lot number pis1194. Both devices failed during pre-op testing.

Manufacturer narrative:
Lemaitre vascular received a complaint report on 10/18/2007. Within the complaint report, the consumer reported that the balloon leaked in all three of the devices during pre-op testing within two different lots. With this provided info lemaitre vascular completed the internal MDR flow chart to determine whether this was considered a reportable event. Since the failure was found during pre-op testing and if it were to occur again then it would not cause harm to the pt per cfr part 803.3. Therefore, we did not feel it constituted a reportable event to the FDA. This reporting is in response to the voluntary report received from the FDA on 11/16/2007. The device were returned on 11/05/2007, at which time we confirmed that there was a leak present in all three balloons. The root cause is undeterminable. Within our stock, shunts that were built during a similar time frame were evaluated for leaks present in these balloons. All 18 devices evaluated had no non-conformities present. Therefore, we feel this is an isolated incident. We will continue to monitor this situation.